Event description:
The customer reported that the zippers on the canopy were misaligned. The canopy bed had been in storage and was out of service. The customer was requesting service and repair in order to put the product back into use. Evaluation of the returned product found that the slider body was open on one of the panel sides.

Manufacturer narrative:
The product was returned for evaluation. Physical inspection found that the slider body was open on panel side a. Manufacturer reference #: (B)(4).